Event description:
Procedure started out normally with normal preparation of the right knee for injection, including cleaning with chloraprep and numbing spray and sterile gloves on provider. Lidocaine was injected into the right knee per normal procedure, and then the needle was left intact in the patient¿s right knee. The syringe was switched to the synvisc one syringe using sterile technique. Upon initial depression of the syringe to attempt to push the contents of the synvisc-one syringe into the knee, the glass stopper for the plunger shattered with application of mild force. There were no contents of synvisc-one injected into the patient¿s knee, and the needle was immediately removed from the knee. The patient reported no ill effects or injury. Suspect a faulty glass syringe. The provider did have their right index finger and middle finger lacerated with the broken glass. After cleaning up the glass and broken syringe, a new synvisc one syringe was obtained as well as a new 18 gauge needle and injection of synvisc-one was repeated successfully. No further lidocaine was injected with the second injection. The patient tolerated the procedure well.